Event description:
It was reported the patient had a urinary tract infection. The etiology was new illness/injury. In addition, the patient experienced low, mid-back pain. Stimulation was temporarily discontinued for ten days in early (B)(6) 2012. Macrobid and pyridium were given to the patient and the event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. (B)(4).